Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: what vessel or structure was the device fired on at the time of the event? Blood vessel. Was the clip fully advanced into the jaws prior to firing? No. Was there any torquing or twisting of the device present at the time of firing? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Yes.

Event description:
It was reported that during a laparoscopic gastrectomy procedure, clips were not fed into the jaws properly in use. The clip was not fully advanced into the jaws and the clip was formed teardrop-shaped. It was unknown which firing this event occurred on. There was no unexpected noise or resistance. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.